Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by their implantable cardioverter defibrillator (ICD)&#1480;en the device detected supra ventricular tachycardia (svt) as ventricular tachycardia (vt). The wavelet vector and sensitivity were reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.